Event description:
It was reported that inflatable penile prosthesis (ipp) device was replaced due to unspecified reason. A new 20cmx14mm spp device was implanted. No patient outcome was reported in relation to this event. Further information was requested and is not yet available. Should additional relevant details become available, a supplemental report will be submitted.